Event description:
It was reported that the device is defective. There was no harm for patient, operator or third party reported. No further information was received. It will be processed as repair, not as complaint. Update 17.oct.2023 mascholz: it was reported that the device doesn`t close properly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-13999mff serial/batch number (B)(6) was received for evaluation. Visual evaluation noted that the jaw of the instrument does not close completely. The most likely cause could be that the top jaw was bent. No functional testing was performed for the instrument because of the damage. However, it was noted that the mechanical system of the instrument was damaged because when the finger was pressed, the jaw did not close completely. The most likely cause for the reported failure is a user error. Overtightening or rough handling of the instrument may damage the device.